Event description:
It was reported that a user experienced a hypoglycemic event after running out of insulin in the ilet and delaying cartridge replacement, with insulin delivery resuming later and the ilet subsequently suspending insulin when glucose trended downward as designed; troubleshooting and education were provided, including hypoglycemia treatment guidance and instructions on monitoring cartridge volume and changing the cartridge before sleep. Symptoms included low blood glucose. Outcomes included no hospitalization and completion of user education. Investigation included review of synced app data and device reports, user interview attempts, and internal clinical assessment. Investigation of this case revealed that the device suspended insulin appropriately in response to falling glucose and that the event¿s precipitating factor was unclear due to limited direct user follow-up, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.